Event description:
It was reported that when using the bd pyxis¿ es server patient was missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) logged into the server and searched using the order ID but was unable to locate it in the es server. The tss executed a query on order cast, which showed that a visit ID was associated with the provided order ID; however, it contained an error. The tss identified that the error was due to an incomplete hl7 message. A medication component (such as drug, dose, or route) was present, but the component type field was missing or not populated. It was recommended to engage the hospital it (information technology) team or customer to review the modify order hl7 message, specifically to verify that all order component segments had the component type field properly populated. The tss then closed the case.